Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-08058. The pt received two leads from the same lot number. It was reported the pt was having inadequate stimulation due to lead migration and the physician suspected the leads were not in the epidural space. Although the pt was having effective stimulation initially, the pt stopped charging the ipg (implantable pulse generator) due to ineffective pain relief. The pt had a device explant and the physician had planned to do a trial procedure at a future date to address the changed pain pattern.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.